Event description:
It was reported via the (B)(4) study "(B)(4)," that the patient died approximately (B)(6) post the device system implant. The cause of death will not be received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Serial numbers are not collected in this study; without a lot number or device serial number, the manufacturing date cannot be determined. Contact information to complete follow-up is not reasonably known; therefore, attempts for additional information cannot be made.